Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter first name, initial reporter last name. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved, although no details were provided regarding how the resolution was achieved. No further investigation was required, and the system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the drawer was falling, and its railing was broken. The customer reported there was a delay in dispensing medications to the patient and issue occurred during dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the drawer was falling, and its railing was broken. The customer reported there was a delay in dispensing medications to the patient and issue occurred during dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.